Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test during pm twice, 23.40 psi (pounds per square inch) " was not reproduced. The device was tested for downstream occlusion detection and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was out of specification tubing guide. The tubing guide is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test during preventative maintenance testing twice at 23.40psi (pounds per square inch) in the biomedical service department. There was no patient involvement. No additional information is available.